Event description:
Reported on may 3, 2000: customer's tissue processor displayed an error code 10 (retort overflow) and halted operation (as designed). The operator cleared the error code and restarted the processor without recording at which station the error occurred. The processor completed its overnight run with no add'l error codes. While embedding the 191 tissues the technicians noticed that the tissues appeared to be uninfiltrated, but continued the embedding process. While sectioning these embedded tissue blocks, the technicians determined that approximately 150 tissues needed to be reprocessed. This involves "reverse" processing the tissue blocks first: 1. Melt the embedding media (paraffin) and place the tissues in cassettes, 2. Place the cassette in xylene to remove residual paraffin, 3. Place the cassettes in alcohol to remove the xylene, and 4. Place the cassettes in formalin (for fixation). Late on 4/13/00 these 150 tissues were reprocessed with 150 new (unprocessed) tissues. Again, the customer used an overnight processing program (greater than 8 hours), but the machine operated successfully with no error codes. Of the approximately 150 reprocessed tissues, two had been rendered unusable (could not be used for diagnosis). These two tissues were small biopsies. One was a computerized tomography guided lung biopsy and was repeated. The second one was a cervical cone biopsy (this pt subsequently underwent a hysterectomy that had been planned prior to the biopsy). Sakura finetek believes that these biopsies were unusable due to excessive processing.